Event description:
It was reported that after a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was received melted during sterilization. The surgeon did not notice this during the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was performed on (B)(6) 2026. However, the surgeon did not notice that the blade had partially melted during the procedure and is therefore unable to provide any additional details. The issue was only identified after the procedure, when the device was sent for sterilization.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.